Event description:
It was reported by the customer that "PICC team was called to trouble shoot a PICC line that was placed on (B)(6) by PICC team for long term antibiotics. Vat rn went to the bedside to assess PICC line and PICC line looked fine from the outside. Bedside rn was able to administer tpa but was not able to draw any of it back. They had also changed the needless connector. PICC rn ordered a chest x-ray and a right humerus x-ray. Right humerus x-ray shows a kinked PICC line and the PICC line will need to be replaced. Two kinks were found-- one at approximately 7 cm and a second at ~8 cm. PICC was placed in upper right basilic vein. Catheter trim length was 38.5 and 2.5 cm of the catheter was left external." Additional information received 5/23/2023: catheter placed right upper basilic vein. Catheter trimmed to 38.5 cm and 2.5 cm left external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "PICC team was called to trouble shoot a PICC line that was placed on 4/1 by PICC team for long term antibiotics. Vat rn went to the bedside to assess PICC line and PICC line looked fine from the outside. Bedside rn was able to administer tpa but was not able to draw any of it back. They had also changed the needless connector. PICC rn ordered a chest x-ray and a right humerus x-ray. Right humerus x-ray shows a kinked PICC line and the PICC line will need to be replaced. Two kinks were found-- one at approximately 7 cm and a second at ~8 cm. PICC was placed in upper right basilic vein. Catheter trim length was 38.5 and 2.5 cm of the catheter was left external."

Event description:
It was reported by the customer that "PICC team was called to trouble shoot a PICC line that was placed on 4/1 by PICC team for long term antibiotics. Vat rn went to the bedside to assess PICC line and PICC line looked fine from the outside. Bedside rn was able to administer tpa but was not able to draw any of it back. They had also changed the needless connector. PICC rn ordered a chest x-ray and a right humerus x-ray. Right humerus x-ray shows a kinked PICC line and the PICC line will need to be replaced. Two kinks were found-- one at approximately 7 cm and a second at ~8 cm. PICC was placed in upper right basilic vein. Catheter trim length was 38.5 and 2.5 cm of the catheter was left external." Additional information received 5/23/2023: catheter placed right upper basilic vein. Catheter trimmed to 38.5 cm and 2.5 cm left external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed but the cause is unknown. An ap radiograph of the patient¿s right humerus was returned for evaluation. A right-sided PICC, consistent with the implicated 4fr s/l powerpicc catheter, was seen in the radiograph. Two possible kinked areas were found near the vein insertion site. Possible contributing factors for a kink in the catheter could include the angle of the catheter as it enters the vein, catheter placement, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending.